Event description:
It was reported that the left ventricular (lv) lead was not successfully implanted due to lead perforated by the wire and was fractured. A new lead was implanted. No adverse patient effects were reported.